Event description:
Pt placed a ice pack on a minor knee injury sustained while playing volleyball. The ice pack wrapped in a towel leaked the ammonium nitrate and water contents. Pt had fallen asleep and did not feel the leakage. The contents of the ice pack caused a second degree chemical burn. The label provided insufficient warning that such an injury could occur, and what medical procedures to follow if it does occur.